Event description:
It was reported that revision surgery was performed due to pain and metallosis. Devices originally implanted in 2004.

Event description:
Additional information indicates that the surgeon does not fault the devices.